Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery the scorpion needle broke during the surgery and it was not possible to find the needle. An x-ray was taken and showed that the needle did not remain inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-13995n, multifire¿ scorpion¿ needle, batch 15125331, was received for evaluation. Visual inspection revealed that the point/tip of the needle was broken off. A slight bend was observed on the remaining tip of the shaft still attached to the handle. The measurement of the blank thickness according to drawing 908-034b at revision 4, with a specified dimension of 0.0130 ± 0.0005, resulted in a measurement of 0.0132, which is within the acceptable range. Functional testing is not applicable to this device because the damage. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury, "do not re-sterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.